Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 65 mg/dl at the time of the incident. The customer was at 117 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The customer stated the pump was giving micro boluses even when they were low, and was giving more than their hourly basal rates. The customer was using pump auto mode at the time of the incident. Troubleshooting was completed but did not resolve the issue. The customer believes the pump software is causing the lows. The insulin pump will not be returned for analysis.